Event description:
It was reported, the patient had a loss of efficacy and increased spasticity. The patient had a refill and/or programming done on 2012 (B)(6). Catheter aspiration was attempted on 2013 (B)(6), but there was inability to aspirate fluid. On 2013 (B)(6), a bolus was delivered into the intrathecal space and it was effective. The event was related to the device or therapy. The entire catheter was replaced on 2013 (B)(6) and the patient recovered without sequelae. The drug in pump was baclofen. .

Manufacturer narrative:
Product ID: 8578 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6), product type accessory. (B)(4).

Event description:
Additional follow-up indicated that the event was related to another manufacturer catheter. There was no device issue related to catheter (8578 serial# (B)(4)) as reported previously.

Manufacturer narrative:
(B)(4).